Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and non-malignant pain. The patient stated that they had their leads replaced on (B)(6) 2017 because they had moved about a month before being replaced. The replacement corrected the problem. No further complications were reported/are anticipated.